Event description:
Caller reported that the cartridge was not fitting properly on the pump, leading to a blood glucose level that exceeded 500 mg/dl. No specific value was given as the display showed "high." Customer had not taken any actions since she lacked syringes at the time. Technical support instructed the caller to remove the o-ring from the pneumatic tap and clean the area. After inspecting the cartridge and ensuring it was undamaged, the original cartridge was successfully reloaded. Caller was able to resume insulin therapy successfully.

Event description:
Caller reported that the cartridge was not fitting properly on the pump, leading to a blood glucose level that exceeded 500 mg/dl. No specific value was given as the display showed "high." Customer had not taken any actions since she lacked syringes at the time. Technical support instructed the caller to remove the o-ring from the pneumatic tap and clean the area. After inspecting the cartridge and ensuring it was undamaged, the original cartridge was successfully reloaded. Caller was able to resume insulin therapy successfully.